Manufacturer narrative:
Per the clinic, the patient was placed under general anesthesia on (B)(6) 2023. This report is submitted on august 10, 2023.

Manufacturer narrative:
This report is submitted on july 14, 2023.

Event description:
Per the clinic, the patient underwent a skin flap revision surgery (date not reported) due to poor magnet retention. Additional information has been requested but has not been made available as of the date of this report.